Manufacturer narrative:
Evaluation of the returned smart coil revealed offset coil winds on the embolization coil. This indicates that the smart coil was likely able to advance from its initial position within its introducer sheath. If the introducer sheath is not aligned properly within the hub of a parent microcatheter, the embolization coil may begin to take shape within the hub and resistance may be experienced. Forceful advancement against this resistance likely contributed to the offset coil winds. During functional testing, the smart coil was advanced through its introducer sheath with resistance but was unable to advance through a demonstration microcatheter due to the offset coil winds. Further evaluation revealed a pusher assembly kink. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery using penumbra smart coils (smart coils), non-penumbra coils, and a non-penumbra microcatheter. It was reported that the patient anatomy was tortuous, calcified and narrowed. During the procedure, the physician implanted five coils in the target location. Subsequently, a smart coil was stuck at the initial position of the introducer sheath. Therefore, the smart coil was removed. The procedure was completed using a new smart coil, non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.